Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on the received information, it seems that the cap of the sonnet rechargeable battery micro broke off and damaged somehow the main battery housing. The reported white corrosion could be residues of dried out electrolyte. However, as no device has been returned for investigation, no root cause could be confirmed for the reported issue. This is a final report.

Event description:
The sonnet rechargeable micro battery has broken into two pieces and had white corrosion like damage at the top of the battery. Reportably, there was no contact with water/sweat/liquids.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been received. If it should be received, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The sonnet micro battery has broken into 2 pieces and had white corrosion like damage at the top of the battery. Reportably, there was no contact with water/sweat/liquids.